Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported symptom of "over infuse 3x." Was unable to be reproduced. The device was tested for flow rate testing and it passed. A review of the event history log (ehl) revealed occurrences of infusions without abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The pressure plate travel will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused 3 times during volumetric testing in the biomed service department. There was no patient involvement. No additional information is available.